Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple occurrence of motor current error detected. The customer¿s blood glucose level was unknown at the time of incident the customer was unable to complete the rewind process. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump received error during rewind due to dry insulin on motor slide. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error.